Event description:
A female patient called lifecor customer support to report that she had received three "adjust belt" messages today. Support found that she had been wearing the same garment for five days without washing. In 2007, support called patient to see if the new garment helped with the alarms. She was still receiving alarms. Support sent a lifecor patient service representative (psr) to check on the patient. The psr replaced the electrode belt, but the alarms persisted. Psr exchanged all of the patient's equipment and the alarms ceased. Support contacted the patient on the next day, and the patient's husband reported that there were no alarms.

Manufacturer narrative:
Electrode belt - 09/2006. Monitor - 11/2007. Device evaluations of electrode belt and monitor have been completed. The reported problem was not confirmed. Both the monitor and the electrode belt were found to be fully functional. The electrode belt was restocked. The monitor was part of another complaint similar to this one. Patient was receiving alarms, but the monitor seemed to be fully functional. It was made a demonstration model. No adverse events resulted from the alarms. The patient received a replacement electrode belt and monitor.